Event description:
A physician reported that while treating a pt on 9/25/98, some of the material leaked out around the hub of the needle when the plunger was depressed, and splattered onto the pt. The needle itself did not separate from the syringe. There was no injury to the pt or medical staff and no medical or surgical intervention was required. The procedure was successfully completed using another syringe.